Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke prior to surgery.

Manufacturer narrative:
Visual inspection of the returned device found that it was fractured into two pieces and that the small fragment was not returned. The fracture occurred on the later anterior corner of the central post. Dimensional analysis was conducted and found the part to print specification. The device has been in the field for approximately 7 months and has been used an unknown number of times. The receiving inspection report for the device was reviewed and identified no deviations or anomalies. The device is used for treatment. It was indicated that the event occurred prior to surgery; therefore surgical procedure is not pertinent. According to the packaging insert, ¿end of life is normally determined by wear and damage due to use.¿ therefore, wear and tear from use is considered as the root cause.